Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the customer was advised to keep the pump and the compatible mobile device within 20 feet of each other without obstacles. The issue was not resolved. The customer was also advised to delete the mobile device pairing from the pump and delete the pump pairing from the mobile device's bluetooth settings and follow the pairing process to pair the pump and mobile device but the pairing failed. The issue was not resolved and hence the issue was escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on samsung galaxy s20 ultra (android 13) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4) we were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: - gatt undefined errors coming from the ble stack. - supervisor_timeout errors. - loss of bonding after 30 seconds due to the pairing prompts not being accepted. Issue status: unknown. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: on your android device, open settings. Tap google, google devices & sharing (or all services on xiaomi devices), cross-device services. Or search ¿cross-device¿ from settings. Make sure use cross-device services is off or disabled (xiaomi device use toggle off) follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: remove the mobile device from the pump. Check the phone¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.